Event description:
The customer reported that while the unit was in use on a pt, the unit shut down completely. The customer cycled power and the unit came on for a short time but they were unable to use the keypad. The pt was switched to another unit and therapy was continued. The customer reported that the same problem had occurred the previous week. No pt injury was reported.